Manufacturer narrative:
The referenced chronic driveline infection was reported under medwatch MFR report #2916596-2015-00054. Device unique identifier(UDI)-device was manufactured prior to the UDI labeling implementation. Approximate age of device-5 years and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient developed a chronic driveline infection in (B)(6) 2014. The patient has had this known chronic driveline infection for several years. On (B)(6) 2017, the patient developed sepsis. Hospice care was initiated and the patient subsequently expired. The pump was reported to be functioning as intended. No additional information was provided.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported chronic driveline infection and patient outcome could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.